Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The device history record was examined to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the mfg that would contribute to this complaint. The returned device showed no visible damages. A function test according to the inspection performed and the device was found to be functional as required. No mfg related fault could be detected.

Event description:
It was reported that the buttress compression nut did not lock into the aiming arm and kept popping out. The case was completed successfully with no pt injury.